Event description:
Boston scientific received information that the evening following an unrelated right ventricular (rv) lead revision, this left ventricular (lv) lead exhibited morphology changes. The lv lead was confirmed dislodged. The following day, the lv lead was explanted with no resulting adverse patient effects reported. The physician was unable to implant another lead at this time and thus plugged the lv port of the associated boston scientific device. The lv lead was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.